Event description:
It was reported a revision surgery was performed due to broken implant.

Manufacturer narrative:
UDI no (B)(4).

Manufacturer narrative:
.

Event description:
It was reported the implant broke. No revision planned as of date.